Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges he went to pull out of his driveway and the scooter tipped over, throwing him in the street.

Manufacturer narrative:
The device was returned and evaluated. The alleged tipping over could not be duplicated in an extensive test ride.

Event description:
Alleges he went to pull out of his driveway and the scooter tipped over, throwing him in the street.